Event description:
An aq5010v model lens was damaged while it was being inserted. The lens was implanted and the surgeon enlarged the incision to remove the lens. Sutures were required to close the incisional wound.